Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that approximately 129 months after implant, this lead was explanted due to oversensing.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 45 cm proximal to the lead tip. Only the distal part was received for analysis. The proximal part, including the is-1 connector, was not returned for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection showed abrasion marks between 26 cm and 19 cm proximal to the lead tip. Approx. 21 cm proximal to the lead tip, the inspection revealed a rubbed through insulation. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.